Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that during a drug-eluting coronary artery stenting treatment procedure, a dissection occurred. A 5mm length stenosis and dissection were identified in a moderately tortuous left anterior descending coronary artery (lad) after a taxus 3.0x32mm stent was implanted. Using a 7 french guide, a 2.75x8mm taxus liberte stent was implanted with a pressure of 12 atmospheres. Post dilatation was performed with a maximum inflation pressure of 18 atmospheres. No issues were reported delivering the taxus liberte stent.